Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed. Ventec tested all areas of the touchscreen and could not find any spots that did not respond when touched. As a precaution, ventec recalibrated the touchscreen. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the bottom portion of the device's lcd touchscreen was unresponsive. There was no patient involvement associated with the reported event.